Manufacturer narrative:
There was no patient involvement. Livanova manufactures the s5 e/p pack. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced the ups module to resolve the problem. The date and clock were set and a battery test and functional testing were completed without further issues. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the s5 e/p pack of the s5 system experienced a failure of the ups system and started in overload mode during priming. No battery capacity was displayed on the unit. There was no patient involvement.